Event description:
The jetstream catheter was used to treat a tortuous, calcified lesion in the proximal sfa. When the physician attempted to withdraw the device over the wire it became stuck. As a result the wire and device system were withdrawn simultaneously. A balloon was used to complete the case. Distal emboli were observed post procedure and successfully extracted using an export catheter. The patient experienced no further problems.

Manufacturer narrative:
There was no indication based on the physical evaluation of the returned device that it failed to perform as intended because the reported guidewire issue could not be duplicated. However, the guidewire that was used during the procedure was not returned for evaluation, therefore, the root cause of the product problem could not be determined.